Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose. The customer's blood glucose level at the time of incident was over 50mg/dl. The customer's current level is 72mg/dl. The customer states they treated low levels with juice. Troubleshoot was conducted. The device was found to be operating as design. The customer was advised to contact their health care provider regarding unexplained low levels. The customer was advised to monitor the device and call back if issues persist.